Event description:
It was reported that the insertable cardiac monitor (icm) eroded out of the patient pocket after seeing poor signals from the device just days after the implant. Another icm was used as a replacement and was successfully implanted. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the insertable cardiac monitor (icm) eroded out of the patient pocket after seeing poor signals from the device just days after the implant. Another icm was used as a replacement and was successfully implanted. The device has been returned for analysis. No adverse patient effects were reported.